Manufacturer narrative:
The phacoemulsification handpiece was returned for evaluation. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The handpiece was confirmed to have exhibited a failure mode related to a nonconforming crystal stack, phacoemulsification performance issues, system message (sm) [tune failed ¿ loose tip] and/or sm [u/s hp failure - handpiece voltage low (short circuit)]. This event type is consistent with a known, previously investigated issue. It is important to note that the elevated shell temperature of the handpiece is not instantaneous as a result of this event; it gradually increases with use, and can take up to approximately 5 minutes to heat up. During product-use training, the surgeon is advised to discontinue use of the handpieces if there are any indications of the handpiece reaching its end of life.   Quality assurance will continue to monitor for evidence of adverse trending of reported events and take further action, as appropriate. At a minimum, this will include completing reviews of complaint event code levels on a monthly basis by the product team. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a intraocular lens implantation (iol) surgery, the handpiece got hot with fitted tip, sleeve and then the ultrasound failed which made only irrigation/aspiration function possible. The handpiece passed the priming test without errors. The issue was repeated after the operation also. There was patient contact but no harm to the patient. Additional information received indicated that no system message was displayed. The surgery was completed by using an alternate handpiece.